Event description:
Cut button not working on enseal x1 large jaw tissue sealer. Per md, button was stuck and unable to cut tissues. Enseal removed from the field and new product was obtained. Enseal placed in original packaging and sent to supply chain. Ref #: nslx120l, lot #x7036y manufacturing date: 08-16-2023. Expiration date: 07-31-2028.